Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred in the venous blood tubing. The leak was visually observed and the machine alarmed. Estimated blood loss was minimal. A new venous tubing was strung and the pt completed their treatment without further issue. Facility staff report pt experienced no ill effects or medical intervention required. Pt continues hemodialysis without further issue. There is no other know ill effect to the pt. There is no sample available for eval.

Manufacturer narrative:
The device was not returned to the MFR for eval and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviation or nonfonformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within spec.